Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after an ablation interventional procedure using an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code clarifier - indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of pre-close technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.